Event description:
Fluids were stopped and IV tubing was disconnected from patient in preparation to change clave on port before beginning tpn and lipids. When tri-fuse was disconnected, it was discovered that the male portion had completely broken off and was stuck inside the clave. Cap and tubing were replaced. Tubing and clave saved for review.